Event description:
It was reported that during procedure, the recanalization catheter was allegedly unable to load onto the guidewire. Reportedly, another recanalization catheter was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser 14s catheter was returned for evaluation. An unknown 0.014" guidewire was returned partially inserted into the catheter. The outer catheter was noted to be separated from the distal metal tip. During functional testing, the customer's guidewire was able to be inserted and retracted without issue. The outer catheter was cut longitudinally to expose the guidewire lumen. The lumen was found to be twisted around the corewire. Based on the returned sample condition, the investigation is confirmed for material separation, material twisted, and device-device incompatibility. The user reported that the catheter was not removed from the packaging hoop prior to connecting to the transducer. The IFU does not recommend connecting the device in this manner. If the catheter is unable to rotate freely during connection, the guidewire lumen can become twisted and the user can experience guidewire incompatibility issues. Therefore, procedural issues may have been a contributing factor. It is possible that torturous anatomy or heavy calcification may have led to the reported tip separation. However, the root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during procedure, the recanalization catheter was allegedly unable to load onto the guidewire. Reportedly, another recanalization catheter was used to complete the procedure. There was no patient contact.